Event description:
It was reported that during a ptci procedure on a mid lad lesion, the 3.5x18 tristar was advanced without difficulty and inflated. At 2-3 atm, the balloon ruptured and the stent was not deployed. A snare device was inserted over the stent delivery system (sds) to capture the stent on the sds, and the system was withdrawn without difficulty.